Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, all hardware (two-screw bunionectomy construct and an akin screw) was removed on (B)(6) 2026 due to a screw migrating distally toward the first mtp joint. The screw did not affect the first mtp joint but was removed to prevent potential damage to the joint. The patient's bones were completely fused/healed. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the screw migration, the most likely cause cannot be determined based on the information provided and without return of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same hardware removal surgery were reported in 3011623994-2026-00194 and 3011623994-2026-00195.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, all hardware (two-screw bunionectomy construct and an akin screw) was removed on (B)(6) 2026 due to a screw migrating distally toward the first mtp joint. The screw did not affect the first mtp joint but was removed to prevent potential damage to the joint. The patient's bones were completely fused/healed. No other patient outcomes were reported as a result of this event.